Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse replaced the glucose module assembly. Although parts were replaced, the specific root cause of this single event remains unk; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that a low glucose result was generated by the unicel dxc 800 synchron system for one pt. The system generated critical rerun feature was triggered and returned a result within expectation. Quality controls were within acceptable range prior to and after the event. The initial low result was not reported out of the lab. The sample was retested on the same system and yielded an acceptable result. There was no change to the pts' care or treatment.